Event description:
It was reported that the patient developed a bacterial infection while in the hospital. The blood culture was positive, and the site of infection was suspected to be osteomyelitis. The patient was treated with both surgical and drug therapy. The cause of the infection was both patient condition and complexity of medical management. The relationship with the device was noted as clearly related due to vad implantation.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.